Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to allow cine runs to be played back. No patient serious injury or death was reported related to this event.